Manufacturer narrative:
Product complaint (B)(4) investigation summary it was reported that the tibial alignment guide spike broke during surgery. Was retrieved with no extended time to the surgery or detrimental issues for patient. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection found 1 of the 2 spikes/prongs broken. The broken prong was not returned. The product issue has been addressed through depuy synthes quality system with a design change. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the [hp em tibial jig spiked uprod] would contribute to the complained device issue. Based on the investigation findings, the root cause is traced to design. The product issue has been addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a date code was provided, which indicates that the device was manufactured on (4/15/2009). A manufacturing records evaluation (mre) was not performed since a valid finished good lot number was not provided for this device. H10 additional narrative: added: d9 h3.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the tibial alignment guide spike broke during a total replacement surgery to the right knee. It was retrieved with no surgical delay or detrimental issues for the patient. This report is for an hp em tibial jig spiked uprod. This is report 1 of 1 for (B)(4).